Event description:
It was reported that during photoselective vaporization of the prostate the laser was emitted laterally and forward firing occurred after 20 minutes and 134,664 joules. The procedure was completed with another fiber without patient complications.